Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). Siemens is investigating the issue.

Event description:
While replacing reagents on the laboratory's advia 120 hematology system, drops of advia 120/2120/2120i diff timepac reagent splashed into the customer's eye, causing irritation. The customer was not wearing eye protection at the time of the event. The customer washed her eye with water for 10 minutes, and was prescribed eye drops by her ophthalmologist. There are no reports of adverse health consequences due to this event.

Manufacturer narrative:
Siemens filed the initial MDR 2432235-2021-00046 on 17-feb-2021. Additional information (02-mar-2021): the customer was not wearing the recommended personal protective equipment at the time of the event. As per the advia 120/2120/2120i hematology system operator's guide: "all products or objects that come in contact with human or animal body fluids should be handled, before and after cleaning, as if capable of transmitting infectious diseases. Wear facial protection, gloves, and protective clothing." The cause of the event is use error. The system is performing according to specifications. No further evaluation of this device is required.